Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopy-assisted distal gastrectomy (ladg) procedure. During stomach and duodenum anastomosis the firing was stopped when the surgeon pressed the green firing mode button and pushed the blue button. No staples were fired on the tissue. The device was easily opened and removed from the body. The case was completed using a new device. No patient injury.